Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed many air bubbles when attempting to load a cartridge onto the pump. Reportedly, all of the air bubbles were difficult to prime out of the syringe and believes there are some small air bubbles in the tubing. The customer's blood glucose level was 158 mg/dl.